Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is use error, including excessive mechanical or tensile forces, misalignment, and/or prying or levering the device during insertion or use. These factors can lead to device breakage, as outlined in the warning section of the applicable directions for use (dfu). Directions for use flipcutter iii drill warnings - do not use excessive tension or overload the device, as either could lead to device pull-out or damage/breakage. The complaint allegation was confirmed based on an evaluation of the customer-provided image, which showed the ar-1288rtt2-fc3 flipcutter iii with the inner and outer shaft tips detached/broken at the weld.

Event description:
On 03-mar-2026, a sales representative reported via phone that an ar-1288rtt2-fc3 implant system broke during an acl reconstruction procedure. All fragments were recovered from the patient. The event caused a brief, approximately 2-minute delay and did not require additional anesthesia. The patient was noted to have strong bone quality. The procedure was completed using an ar-1204ff. No patient harm occurred. Additional information was provided on 05-mar-2026 where the sales representative stated that the tip of the device broke.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.